Manufacturer narrative:
Corrected data: d6b: explant date is corrected to (B)(6) 2025. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with lens rotation. The lens was repositioned twice. The lens was explanted. The cause of event is reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).